Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) exhibited a problem with the setscrew, as the left ventricular lead was unable to be screwed. The crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.